Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("increasingly severe pain/ back pain") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal distension ("excessive bloating"), abnormal weight gain ("excessive weight gain"), rash ("rashes"), migraine ("severe migraines"), urinary tract infection ("frequent urinary tract infections") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy and removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menometrorrhagia, abdominal distension, abnormal weight gain, rash, migraine, urinary tract infection and dizziness outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, back pain, dizziness, menometrorrhagia, migraine, rash and urinary tract infection to be related to essure. The reporter commented: plaintiff was 49 years old at the time of reporting. Since undergoing the essure procedure, she repeatedly sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of back pain ("increasingly severe pain/ back pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal distension ("excessive bloating"), weight increased ("excessive weight gain"), rash ("rashes"), migraine ("severe migraines"), urinary tract infection ("frequent urinary tract infections") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy and removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menometrorrhagia, abdominal distension, weight increased, rash, migraine, urinary tract infection and dizziness outcome was unknown. The reporter considered abdominal distension, back pain, dizziness, menometrorrhagia, migraine, rash, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff was (B)(6) at the time of reporting. Since undergoing the essure procedure, she repeatedly sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.